Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07feb2019. Philip's product support engineer advised the customer to replace the touchscreen assembly. No parts were returned to philips for failure investigation, therefore, a root cause could not be established.

Event description:
The customer reported that the ventilator touchscreen is not working. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.